Event description:
The customer reported to philips healthcare that the heartstart xl+ received a critical error and wouldn't switch on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.